Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 86298un20. Return testing was not completed as returns were not available. The historical performance of reagent lot 86298un20 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 86298un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 86298un20 and the complaint issue. Labeling review concludes that the issue is adequately addressed. Based on the investigation no systemic issue or product deficiency of the architect stat troponin-I reagent, lot number 86298un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a falsely depressed architect troponin result on one patient. The results provided were: on (B)(6) 2020 sid (B)(6) initial = 0.000ng/ml @10:19. The customer has a retest rule for results 0-50ng/ml. The same sample was retested @10:35 with 1:9 dilution = 0.101ng/ml (customer¿s diagnostic cutoff = </=0.028ng/ml). There was no reported impact to patient management.